Event description:
This published article summarizes 13 years of clinical experience with the omniscience cardiac valve prosthesis. Omniscience valves were implanted in the aortic, mitral, or both positions. This article includes reports of fatal and nonfatal complications of valve surgery/replacement. The author includes: "the omniscience valves demonstrated a low risk of late complications, comparable with that of other modern mechanical valves. Omniscience valve pts also exhibited excellent hematology values and good functional improvement during this long-term prospective follow up. It is concluded that the omniscience valve was satisfactory long-term clinical performance in both the aortic and mitral positions."